Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the investigation has been completed. Evaluation method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that during an angiogram procedure, the high pressure tubing ruptured. There was spray. No harm or injury was reported. The customer reported six hundred defective devices but did not provide any further information or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.